Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the photo sample noted one opened (without original packaging), vinyl intermittent catheter. Visual inspection of the sample noted that the tip was broken off at one of the drainage eyes and the other portion of the tip was missing. This does not meet the specification "tips must be molded completely with no voids.". A potential root cause for this failure could be "defective material mixed in the raw material lot from supplier¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter had a tear or rip at the insertion end. The customer complained that the catheter tore the patient's urethra and the patient had to go to the emergency department. The problem was identified due to the amount of blood loss prior going to the emergency department. The patient had excessive bleeding. The patient was on blood thinners and they believed that it was healed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a tear and rip at the insertion end of the catheter and alleged patient urethra. The problem was identified due to the amount of blood loss prior going to the emergency department. The user had excessive bleeding and believe it was healed.